Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 07/07/2025.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established. In addition, the following reportable malfunctions were identified during the device evaluation:the needle was caught in the buckled area in the insertion portion, deformation of the lch, hole in the outer tube, and the pebax is slightly torn at the end (no leak). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the aspiration needle was defective before use. There were no reports of patient harm.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation:the insertion portion was buckled at approximately 10 mm from the distal end, upon inspection of the distal end of the insertion portion, deformation of the lch and a hole in the outer tube were discovered, deformation of the spiral cut needle was observed near the distal end, and the pebax is slightly frayed at the end (no leak). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction:the most probable cause for the malfunction is not established. Olympus will continue to monitor field performance for this device.